Event description:
The facility had sent an infusion pump in for service with a report of a failure code 812:04. The facility reprensentative had stated that they have no record of any pt incident involving the pump since the last baxter service event. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available.